Manufacturer narrative:
On 2/27/2019, mentor became aware that the information "male" as the patient's sex, was erroneously indicated in the initial report. There was no information provided regarding the patient's sex. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a rent at the valve. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. The device history record (DHR) for the lot number 7288981 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) caucasian male patient underwent primary breast augmentation with mentor smooth round moderate profile 325cc saline breast prosthesis. Deflation of the right breast prosthesis was discovered by the patient. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 10/30/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/10/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the correct suspect medical device had the lot and serial number of: lot: 7288981 sn: (B)(4). Mentor also became aware that the correct concomitant device was the initially reported suspect medical device: mentor smooth round moderate profile 325cc saline catalog: 3501650 lot: 7307379 sn: (B)(4). A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).